Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Always remove all air bubbles when drawing insulin into the filling syringe. Always ensure that there are no air bubbles in the tubing when filling. Device not returned

Event description:
It was reported that air bubbles were observed within the patient line. Customer¿s blood glucose level was 140 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue.